Event description:
Child was sitting at the table eating lunch. Speaking valve was connected to the trach. The child started coughing and "blew" the clear nose portion of the trach off the blue portion of the trach. The blue portion continued to be inserted into the child's trach. Required insertion of a new sterile trach. Age of device: 12 days.